Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed, and a 24mm watchman flx pro closure device was selected to be used on (B)(6) 2026. During the procedure the patient was sedated under general anesthesia with benzodiazepine. The physician initially selected a 20mm closure device that did not meet position, anchor, seal and size (pass) criteria and was exchanged for a 24mm closure device. After deployment of the closure device, the physician obtained an additional contrast shot to confirm adequate sealing and to obtain measurements for the pass criteria. St segment elevation was noted between device deployment and the contrast shot. The patient's left atrial pressure maximum was 10mmhg, and no fluid was administered. The physician monitored the patient to ensure the st segment elevation returned to normal. After a few minutes, the physician administered epinephrine, and the patient returned to original st segment levels and pressures. The nurse checked the patient's eyes for signs of stroke, and none were documented. The implanting physician was unable to pinpoint the exact timing of the event. The patient was discharged on the same day and is expected to fully recover.

Manufacturer narrative:
Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.